Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the position of the implant was not as comfortable as the trial. The patient reported pain at incision site. Patient said that they would feel it on occasion but not all the time and it was down low and feels close to where they would urinate and before it felt further back in their body and they didn't feel this often. Agent asked the patient if they were referring to the incision or if it was related to the stimulation and patient said that implant was just annoying and not comfortable. Patient mentioned that their incision was still healing and was still sore. Patient confirmed that they have seen an improvement in their symptoms since the implant procedure. The patient was redirected to their healthcare provider (hcp) to further address the issue. An email was sent to the manufacturer representative to contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.